Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and belt (B)(4) has been completed. The reported problem (patient death / treatment) was investigated. As received, the equipment passed incoming testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor: 12/13/2012, belt: 05/24/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid svt rate and multiple counting. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity .

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly being transported at the time of the event. No resuscitation efforts were performed as the patient was dnr. Review of the download data indicates that the lifevest delivered two shocks. The first shock was delivered during svt at 200bpm. The post-shock rhythm was sinus tachycardia at 130bpm. The rapid rate contributed to the false detection. Approximately 5 hours later, the patient's rhythm was an idioventricular rhythm at 50bpm and degraded to asystole. The lifevest delivered a second shock during asystole. Multiple counting contributed to the false detection. The patient's rhythm transitioned to bradycardia. The response buttons were pressed and the electrode belt was disconnected. It is unknown who pressed the response buttons.